Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed in unknown anatomy.

Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clips were used during a procedure performed on (B)(6) 2024. During the procedure, the clip jaws were opened and closed; however, the clip fell off before the deployment attempt. The same problem occurred with the second resolution 360 clip. The procedure was completed with a third resolution 360 clip. There were no patient complications reported as a result of this event.